Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that whenever customer presses middle button, the insulin pump did not come on and had possible keypad anomaly. Customer¿s current blood glucose was unknown. Customer stated that they need to press button twice or more to awake the insulin pump. Insulin pump will not be returned for analysis.